Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Additionally, if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was dropped and potentially landed in the toilet. Subsequently, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 500 mg/dl.